Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and ams monarc subfascial hammock were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with perigree and hysterectomy. It was reported that the patient experienced extrusion, urinary problems, recurrence, dyspareunia, vaginal scarring, infection, bowel problems, bleeding, and other. It was reported that patient underwent removal of exposed mesh and perineoplasty on (B)(6) 2009. It was reported that the patient underwent lipectomy with total abdominoplasty on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted concurrently with cystoscopy, bilateral ureteral catheterization, and sacral spinous ligament fixation, due to mixed urinary incontinence, pelvic relaxation with uterus, third stage cystocele, uterine descensus/prolapse, and third stage rectocele. No additional information was provided.